Event description:
It was reported that during a bricker procedure, on the fourth firing, the staples at the end of the transection, staples were noted to be irregular. The device was fired over an existing staple line in the middle part of the anastomosis (end to end) to close the jejunojenostomy. Used sutures to close the part that was not closed properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.